Event description:
The customer reported that while the unit was in use on a pt, they damaged the invasive pressure transducer connector while attempting to insert the pressure cable into the unit. The pt was switched to another unit and therapy was continued. No pt injury was reported.